Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: samples were not received for evaluation. A photo was returned, which revealed the presence of excess epoxy on the needle. Epoxy is used to bond the needle to the hub. A complaint history check revealed no similar incidents for reported lot number 5239619. Conclusion: bd was able to confirm the customer's indicated failure mode based on the provided photo. (B)(4).

Event description:
The afv patient was having an infiltration with the 30ga x 1/2 inch bd precisionglide¿ needle. The needle would not enter and was checked by the assistant, who found what appeared to be plastic blocking the needle entry. The assistant changed the needle and did the procedure again.